Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The entire transvenous pacing system was explanted. Blood cultures revealed presence of staphylococcus capitis and (B)(6). No further patient complications have been re ported as a result of this event.